Manufacturer narrative:
Device evaluated by MFR: synergy ii us mr 3.00 x 24mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimp stent identified no issues. There were no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 223mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found slight tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a very tortuous and calcified coronary artery. A 3.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the physician was over torquing the device to position it in the right place, the shaft broke at a portion outside the guide catheter and outside the body the device was completely removed from the patient's body and the procedure was completed with another stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a very tortuous and calcified coronary artery. A 3.00 x 24 synergy ii drug-eluting stent was advanced to treat the lesion. However, when the physician was over torquing the device to position it in the right place, the shaft broke at a portion outside the guide catheter and outside the body the device was completely removed from the patient's body and the procedure was completed with another stent. No patient complications were reported and the patient's status was fine.